Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device doesn't cycle, and the pressure keeps going up. The event occurred while in use with patient. There was patient involvement and no patient harm reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical czech republic a. S.device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint could not be confirmed or duplicated. The root cause was unable to be determined.